Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d4, h4: the complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. Block h6 (device codes): problem code a050502 captures the reportable event of bands misfire. Investigation results: the complaint device was not returned; therefore, product analysis could not be performed. However, based in the information provided in the complaint, it is possible to confirm the reported issues "bands misfire" and "trip wire misassembled". The labeling review found evidence to suggest that the device was used in a manner inconsistent with the labelled indications. The instructions specify: "take up slack by pulling proximal end of trip wire on handle unit" and "secure trip wire in slot on handle unit". However, based on the information provided by the customer, the slack was not taken up, and the handle was not secured to the post. The instructions for use (IFU) contains detailed device information and instructions for the device use and there is no evidence that there is any issue with translation, wording, or graphics of the IFU/labeling information. Not following the set-up instructions can ultimately affect how the ligator housing interacts with the scope and how bands are supposed to be deployed once the ligator housing is installed in the endoscope, causing the trip wire to not function properly with the handle when pulling the bands. Based on a thorough review of the reported complaint, boston scientific determines that the most probable cause is "failure to follow instructions."

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophagogastroduodenoscopy (edg) with banding procedure. The procedure date is unknown. Prior to the procedure the physician did not set up the device properly which caused the bands to misfire during the procedure. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition was reported to be fully recovered.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d4, h4: the complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. Block h6 (device codes): problem code a050502 captures the reportable event of bands misfire.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophagogastroduodenoscopy (edg) with banding procedure. The procedure date is unknown. Prior to the procedure the physician did not set up the device properly which caused the bands to misfire during the procedure. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition was reported to be fully recovered.